Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney reported: in 2004 - a bard composix e/x mesh patch was used to repair patient's hernia defect. In the early part of 2007, as a result of the patch's defective nature, and infection developed and the patch was removed in.